Event description:
It was reported that a meropenem infusion finished before expected in the ICU. Meropenem 500mg/50ml at a rate of 110ml/hr was infusing when the device alarmed "air-in-line" within minutes of starting the infusion. There were several attempts (with diligent roller clamp usage) to resolve the alarms, however no air was seen in the line. The nurse returned to the room 5 minutes later and the bag was empty, however the pump displayed 18 minutes remaining in the infusion. There was no patient harm reported. Received a cmdsnet report: (s-2049): "suspected over-infusion incident report: meropenum (500mg in 50ml bag) was hung as a primary line to a peripheral IV line in our newly admitted patient. Pump was programmed using meropenem parameters as per pump. Started alarming "air-in-line" within minutes of pump starting its infusion. Several attempts (with diligent roller clamp usage) to resolve air in line, but no air was seen in line. Returned into room after another 5 minutes passed by to resolve yet another air-in-line alarm, and pump said there was 18 minutes to go, but the bag was dry . Investigation: root cause could not be determined. Lmbme investigation did not identify root cause. There was tubing received with the pump. Micro-CT scan of the tubing did not reveal any dimensional defect in the silicon portion of the set (tubing was concentric). Pump sent to bd for further investigation ((B)(6))".

Manufacturer narrative:
The customer¿s complaint of an over-infusion of meropenum was not confirmed or replicated. Functional testing performed on the returned pump module found the device delivering fluid within specification. Review of the pcu event logs found no error or malfunctions on the customer¿s complaint date. From 4:41 to 4:43 on (B)(6) 2019 the pump module alarmed for air in line 7 times each time the user restarted the infusion, testing found no anomalies with the returned administration set 2420-0007. Dimensional analysis found the customer¿s returned administration within specification. The root cause of the reported over-infusion of meropenum was not determined.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a meropenum over-infusion occurred. No patient harm was reported.